Event description:
The facility reported a pump with failure code 703:00. It is unknown when this event occurred. There was no patient injury or medical intervention necessary accoring to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 703:00 was confirmed in the pump's event history file. During product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. The reported condition of failure code 703:00 confirms the defective uim pcb. This failure is manifested as a result of the uim pcb being defective. The uim pcb was replaced.